Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap chole - "first 2 clips loaded and fired normally. Then the clip applier would not clip. Surgeon fitted clip on vessel and there was no clip loaded so jaw cut through vessel." Patient status "ok."

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. A review of the manufacturing records for the lot provided confirmed that the product passed all manufacturing and quality inspections. Although the root cause could not be determined, applied medical continuously seeks to improve the form, function, and ease of use of its products. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.